Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the screen had strips and dots, and was not legible. A battery was inserted during the call, and the insulin pump alarmed. The customer was not comfortable with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.